Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a driveline disconnection and pump stop when they accidentally dropped their controller while they were in the shower. The patient quickly reconnected the driveline and the pump re-started. The pump and driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis was not conducted since log files covering the reported event date were not available for analysis. As a result, the reported event was not confirmed. There is no evidence to suggest a device malfunction caused or contributed to the reported event. It was reported by the site that the patient accidently dropped the controller, leading to a disconnection of the driveline. Based on the available information, the most likely root cause of the reported "driveline disconnection and pump stop" can be attributed to the reported accidental dropping of the controller. If information is provided in the future, a supplemental report will be issued.